Event description:
The autopulse platform (B)(4) was deployed for resuscitating a cardiac arrest patient and upon powering on, the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Immediately, the crew reverted to manual CPR. No consequences or impact to the patient.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on" was confirmed based on the archive data review but was not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The probable root cause for the customer reported ua07 error was due to the patient not being oriented on the autopulse platform correctly, or the patient has shifted, likely attributed to an unintended user error. User advisory is a clearable error message; per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to perform compressions for this to occur; it may happen when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position, or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. Upon visual inspection, no physical damage was observed. The archive data indicated several ua07 error messages on the customer's reported event date; thus, confirming the reported complaint. The autopulse platform passed the functional testing without any fault or error. The customer reported ua07 error was not reproduced during the testing. In addition, a load cell characterization test was performed, and the results confirmed both load cell modules function within the specification. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Zoll is awaiting customer approval for service repair.